Event description:
It was reported there was a ¿slight pullback of lead.¿ no action was taken but it was noted the event was ongoing. No patient symptoms were reported. Four days later, it was indicated the ¿slight pullback¿ of the lead was noted when comparing the x-ray conducted at a 24-month follow-up visit was compared to the baseline x-ray of the lead. It was noted the slight pullback did not result in any clinical events for the patient. About a month and a half later, it was reported that a comparison between x-rays taken in (B)(6) 2012 indicated a ¿possible" slight pullback of the lead. The patient was doing clinically well and would not change management. It was stated the images were to be reevaluated at the 36 month follow up visit. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3889-28, lot# v686988, implanted: (B)(6) 2012, product type lead; product ID 3889-28, lot# v565966, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
Additional information received from a healthcare provider for a clinical study reported the event resolved without sequelae on (B)(6) 2015.